Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, there was no display on the screen, and the customer had already rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had no display at the screen. The field service engineer (fse) turned off the station, unplugged all the drawers in the device, and then plugged them in one at a time, attempting to start the device after each connection. The device started successfully each time except when drawer 2.1 was plugged in. The fse replaced the drawer controller card on drawer 2.1, rebooted the device, and tested drawer 2.1 in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.